Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: dtba1d1 ICD, implanted (B)(6) 2013.

Event description:
It was reported that the during a routine device change out the physician noted the right ventricular (rv) lead had peeling of the outer insulation. The physician made the decision to replace the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.